Event description:
Complainant alleged that medics responded to a call for a male pt who was found vital signs absent and covered in emesis. The device was placed onto the pt and failed to charge energy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that resuscitation was terminated and the pt expired.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The clinical data and the electrode pads were not returned as part of this investigation. The activity log was cleared by the customer and could add no value to the investigation. No trend is associated with reports of this type.